Manufacturer narrative:
(B)(4). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The soda lime canister was replaced to resolve 2 of the events, the co2 absorber canister was replaced to resolve 1 event, and the bellows base 0-ring was replaced to resolve 1 event.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine gas leaks larger than 4.5l per minute. Of the 4 events, 3 did not involve patients, and 1 did involve a patient. There was no patient information available.